Event description:
From distributor's report and info from family member. Caller indicated pt fell and lacerated their forehead near the let eye. Emergency room staff applied adhesive with pt lying on their back with their head turned to right to expose the wound. No barriers (ointment or gauze) were used around or over the eye. The adhesive ran into their left eye and bonded it shut. The emergency room staff applied petroleum based eye ointment and a moist compress in an attempt to open the eye, it was unsuccessful. Family member was given a tube of ointment and told to continue applying it to the eye and working on getting eye open at home. Two days later the eye was still bonded and family member took pt to an ophthamologist who cut off eyelashes and got eye open. An exam revealed no residual effects from the incident.